Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that the pt had high impedance on system and normal mode diagnostics. No trauma, injury, or manipulation has occurred, but the pt doesn¿t' feel, the vns going off. The pt was sent for x-rays of the device and the vns was turned off. Attempts for further information have been unsuccessful to date.